Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated.

Event description:
It was reported that the patient experienced an infection at the anchor site. As such, surgical intervention took place on (B)(6) 2026, wherein the entire system was explanted to address the issue. The infection is being treated with IV medication.